Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a u9000 ultrafilter leaked during hemodialysis therapy. The filter was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.